Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a damaged cable sheath at the end of the instrument and the operating assistant realized this after changing the instrument. The customer noted that the forceps could no longer be used, as there was a risk of burning or tearing. The immediate action was a change of the forceps to use a back-up forceps. The procedure was completed with no reported injury or harm. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the customer did visually check the instrument and manually tested the screws. There was no apparent issue with the instrument. The issue occurred during a removal of bile duct cysts. The damage observed was a black insulation stripped. There was no loss of cautery, no arcing observed. There was no thermal damage at the site of breakage. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell into the patient. The customer cannot provide any photos or video of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage.